Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and insulin pump had cracked, pieces broke off from the top of the battery casing. Customer¿s blood glucose level was 502 mg/dl at time of incident and current blood glucose level was 432 mg/dl. Customer received insulin flow block alarm. Customer was reporting a past event. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. The insulin pump will be returned and other devices will not be returned for analysis.